Event description:
The system responded with an error e000d marker laser current error at the beginning of the case. The customer tried a second fiber with the same result. The case was aborted. The patient had received a local anesthetic.